Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 10 years 11 months post implant of composix mesh, patient was diagnosed with erosion, bacterial infection, fibrosis, adhesions, impaired healing and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the composix mesh (device #1). An additional supplemental emdr was submitted to represent the composix e/x mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of composix mesh (device #1). (Note: there was no operative notes provided). (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). (Note: there was no operative notes provided). (B)(6) 2014 - patient was diagnosed with draining suture sinus thereby underwent repair with partial explant of mesh (device #1 & #2) and debridement of suture sinus. Per operative notes, ¿at the level of the fascia, purulent drainage was encountered. The edges of the fascia were debrided back sharply to expose the hernia mesh. The mesh was identified with small abscess. There was some discoloration to the gore-tex portion of the mesh prosthesis. First the gore-tex portion was excised followed by the marlex portion of the mesh (device #1 & #2). (Note: it was unclear which mesh explanted). (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with partial explant of infected mesh (device #1 & #2). Per operative notes, ¿the composix mesh (device #1 & #2) from previous repair were excised. There were multiple adhesions that were sharply lysed. Two sheets of seprafilm were then placed over the small bowel and omentum. Fascial defect was reconstructed using a double layer of synthetic mesh." (B)(6) 2015, (B)(6) 2015 - patient visited hospital for non-healing surgical wound. (B)(6) 2015 - patient visited hospital and was diagnosed with ventral hernia and other cholelithiasis without obstruction. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with complete explant of infected mesh (device #1 & #2). Per operative notes, ¿the composix mesh (device #1 & #2) were excised together with an extensive lysis of adhesions. Numerous adhesions involving the small bowel to the mesh were encountered and taken down.¿ attorney alleges that the patient had abscess, adhesions, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.